Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an unknown foreign healthcare professional reported there was an "other" clinical event that occurred at follow-up. There was a loss of efficacy of therapy, although changes were made to stimulation parameters. Event management included device explant and amputation. The event resulted in hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.